Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) with escape rhythm of 30 beats per minute (bpm) was noted. It was noted that the low implant position of the valve may have contributed to the chb. A permanent pacemaker was implanted the following day. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.